Event description:
The customer reported to customer service that the breast shield did not fit and were causing pain. She reported that she was seen by a physician and had been prescribed antibiotics to treat a yeast infection.

Manufacturer narrative:
Replacement breast shields were sent to the customer. Attempts to follow up with the customer to get additional complaint information, were unsuccessful. Attempts to contact the customer by a medela clinician were unsuccessful. Should additional information be received resulting in new, change, or corrected information, a follow up report will be filed at that time.